Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) via company representative (rep) stated that the cause of inability to aspirate was unknown. The hcp used his medical judgement to replace the catheter (8709).

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6); implanted: (B)(6) 2005; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 28-oct-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (2,000 mcg/ml at 1461.5 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient's symptoms of spasticity gradually returned sometime after the patient's pump replacement. The hcp was unable to aspirate the catheter access port (cap) chamber. The patient was referred to their implanted physician to revise their catheter. No environmental/external/patient factors were reported. A dye study was performed during the catheter revision on (B)(6) 2024 and the dye study showed contrast in intrathecal space, therefore the hcp did not think it was necessary to replace the entire catheter. Part of 8709 was replaced with 8758 revision kit. Catheter was successfully aspirated after revision. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.